Event description:
It was reported that the patient received multiple inappropriate therapies. The device was explanted and replaced due to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.